Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2133 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "a patient comes to the hospital ((B)(6) 2021) to have her piccline removed. The patient has a completely unproblematic treatment with chemotherapy through 18 weeks and comes in to have her piccline removed after end treatment. The nurse feels resistance as she tries to draw the piccline catheter out of the patient. She succeed to pull out some of the piccline but feels resistance. The patient gets heat on her arm to managed to pull the piccline catheter further out. The nurse did not succeed to have the piccline totally removed. The patient is sent home and returns the next day ((B)(6) 2021) to the hospital, where the nurse again tries to pull out the rest of the piccline catheter. The nurse managed to pulled out the piccline for 5 cm further (total 20 cm) and then it breaks. A doctor ul-scanned the veen and see that there is still 10cm piccline left in the patient's upper arm (v. Basilica) and that the catheter is thrombosed. The patients have no genes, but want to have the rest of the piccline removed from her arm. A referral has been sent to the vascular surgeons to have the catheter removed." The nurses have lately (the last year) experiences resistance when they try to remove piccline from patients. But have never before experience that a piccline break when they try to remove them.